Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the engine was not properly adjusted. The field service engineer took off the back panel and unlocked the mini drawer row. He then pushed the engine forward, fully extending it, connected the mini drawer to the engine, and reinserted the assembly to establish the connection. After connecting the ribbon cable, he powered up the station. The customer conducted a test to verify that the mini drawer was operating correctly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the mini drawer could not be changed. The customer reported that the malfunction occurred when the user tried to issue medication for the patient. There were no adverse events or injuries reported based on this incident.